Event description:
The device was used during a cholecystectomy. Reportedly the lower jaw broke off. X-rays were taken of the pt and still the surgeon could not locate the component. The hosp has reported no injury to the pt.